Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the device was not closing the clips on initial use. No pt injury reported.